Event description:
It was reported following a lead replacement procedure on (B)(6) 2023 (manufacturer report number: 3006705815-2023-00672, 3006705815-2023-00673) the ipg was unable to connect to external devices and deemed inoperable. The ipg was placed in surgery mode prior to the procedure. Surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.